Event description:
It was reported that shaft break occurred. A 4.0mm x 8mm quantum maverick balloon catheter was advanced for treatment. However, it was noted that the delivery shaft was fractured. The device was completely and was directly removed from the patient's body without any intervention performed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 86.1cm distal of the strain relief. There was contrast in the inflation lumen and balloon. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 4.0mm x 8mm quantum maverick balloon catheter was advanced for treatment. However, it was noted that the delivery shaft was fractured. The device was completely removed from the patient's body without any intervention performed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.